Event description:
Patient reported "noting changes" in 2003, following a catheter revision. An MRI taken in 12/2004 revealed no problems with the pump. The patient began to "fall on left leg" in 2004 at which time the medications were switched due to problems with asthma. A second MRI taken 4/2004 detected a mass at the catheter; the patient underwent emergency surgery the following month for removal of the pump. The catheter was broken and not completely removed. The patient stated that nerve damage occurred during surgery resulting in paralysis in her left leg. The manufacturer requested additional information and confirmation of this event, however, no information was received from the hcp.